Manufacturer narrative:
A possible root cause was determined. A field engineer arrived at the customer site and determined that the probe was bent. A bent probe can lead to a loss of vacuum/pressure in the fluidics system which could result in probe drip. Replacement of the probe and adjustments has returned the instrument to its expected operation.

Event description:
The customer reported that the probe on the ortho provue analyzer was bent and dripping fluid. The customer aborted testing. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.